Manufacturer narrative:
(B)(4).

Event description:
The catheter was originally placed up to the level of t4; it had migrated down to about l1. The pt was getting less than effective pain relief at this level, so the spinal segment of the catheter was replaced. The pt tolerated the surgery well and was receiving drug shortly after the surgery. Additional info has been requested, a follow-up report will be sent if additional info becomes available.